Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a weak signal alarm. Customer's blood glucose at time of incident was unknown. Customer stated that radio frequency icon is not solid. The customer was advised to move pump to a new location away from the cell phones and closer to transmitter. The customer was advised to monitor pump. The customer stated that he was talking about his sensor and mentioned that he was having low blood glucose and went to hospital. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 44 mg/dl. The customer was treated with food. The customer stated he was unsure why he was low. The customer low blood glucose was lasting for 2 hours. The customer was offered to troubleshoot for low blood glucose but declined.